Manufacturer narrative:
This lead was retained by the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high capture thresholds and high, out of range pace impedance measurements (>2000 ohms). An invasive procedure was performed to explant the lead and device. Additional information was requested from the clinic. It was not recorded in the patient's chart whether the lead was checked via a pacing system analyzer (psa) or if the device and lead connection was verified. No adverse patient effects were reported.